Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this right atrial (ra) lead dislodged a few days after being implanted. The physician attempted to reposition the lead, but the helix got stuck during retraction. It was suspected the ra lead was fractured. The decision was made to explant this ra lead. A new ra lead was then implanted and the procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm lead dislodgement.

Event description:
This supplemental report is being filed because the lead was returned and analyzed.